Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 5 and 24 hours. Patient reported the infusion site to be red, swollen, warm, and painful, with purulent drainage observed approximately three days after pod removal. The patient¿s blood glucose level was elevated to 20 mmol/l (360 mg/dl). The patient was evaluated on (B)(6) 2026 and presented to the emergency room, where a staphylococcal infection was diagnosed. The patient was treated with wound cleaning, dressing, and a course of antibiotics (penicillin) from on (B)(6) 2026. At the time of reporting, the site was noted to be improving, though continued redness and bleeding were reported. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.